Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. Evaluation was able to reproduce the customer reported problem while opening the door. Evaluation found that the device does not show a load set screen while the door is open.. The cause was determined to be an intermittent upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a loading pump screen is very delayed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: aware date of the event is (B)(6) 2018.